Manufacturer narrative:
Device evaluation summary: during visual inspection of the device it was observed a crease in the anterior view. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/16/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/4/2019, mentor became aware that the previous submission has incorrect due date of 12/28/2019. The correct due date is 12/26/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: scarring, patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel 600cc silicone breast implants which the left side ruptured, and issue with capsular contracture baker grade IV in addition bilateral short scar breast lift after implantation. The report indicated smaller and misshapen left breast implant. Based on physical examination doctor suspects a rupture. The issue was confirmed by the doctor. As a result patient underwent bilateral removal and replacement with another gel implants as follow : left replaced with catalog number 3505004bc, serial number (B)(4), and right replaced with catalog number 3505004bc, serial number (B)(4) plus bilateral short scar breast lift and bilateral capsularrhaphies, and partial capsulectomy on the left side on (B)(6) 2019. This report is for the right side.